Event description:
Reportedly, several episodes showing noise oversensing along with inappropriate therapy delivery were observed in the device memory. The noise could be reproduced with maneuvers. Impedance measurements, ventricular wave amplitude and thresholds were stable and within normal range. The pacing percentage was lower than expected, probably due to noise.

Manufacturer narrative:
Reportedly, the subject crt-d was replaced on (B)(6) 2019 and the associated ventricular lead was explanted on the same day.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several episodes showing noise oversensing along with inappropriate therapy delivery were observed in the device memory. The noise could be reproduced with maneuvers. Impedance measurements, ventricular wave amplitude and thresholds were stable and within normal range. The pacing percentage was lower than expected, probably due to noise.